Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a product investigation was completed: upon visual inspection, it was observed that there were scratches on the device but has no impact on the functionality of the device. No other issues were observed with the returned components of the device. The functional test was performed. During the functional test, the torque handle was found to be out of drawing specification. The relevant drawings were reviewed. The complaint condition is confirmed for the sfx torque handle. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance deficiency. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 58.5-71.5. The torque tested high -76.85. There was no known patient or hospital involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).